Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿vertebroplasty using real-time, fluoroscopy-controlled, catheter-assisted, low-viscosity cement injection,¿ by chung-wei lee, md, et al, published by spine (2008), vol. 33, no. 8, pp. 919-924, was reviewed. The purpose of this article is to describe and provide clinical outcomes of a catheter assisted primary vertebroplasty using fluoroscopic guidance utilizing lower viscosity pmma cement in 102 vertebroplasties between january 2005 and may 2007. Each patient received depuy cmw 1 radiopaque bone cement and competitor contrast agent injected into the vertebra via competitor needles and catheters to treat compression fractures. The depuy bone cement powder was mixed with barium powder and liquid monomer before injecting into the affected vertebra. The cement and monomer were stored in a refrigerator overnight and an ice bath was used during the procedure to prolong the working time to 20 minutes. The authors note that 20 cases had antibiotic powder mixed in the bone cement. This complaint will capture the reported events associated with the depuy cmw bone cement. Results: 50 % of the procedures displayed intraoperative cement leakage. All patients were asymptomatic. In 5 cases, the preoperative pain was not resolved. There was no treatment provided. 5 vertebroplasties were unsuccessful due to incomplete filling of the compression fractures. The authors note this failure was due to the procedure, not a cement defect. Fig.3 & fig. 4 on page 921 identifies an 86-year-old female with cement leakage into the upper- and lower-disc spaces of t12. Fig, 3-b identifies the procedure being stopped as the epidural vein opacified. No additional information was provided. (B)(6) year old female patient with spondylitis developed post procedure osteomyelitis of the treated vertebral body after 1 month. Serial MRI scans identified prominent infiltration of the vertebral body and paraspinal necrotic soft tissue, and several biopsies revealed acute and chronic inflammation secondary to the infection. She was treated with a 6-week course of flomoxef sodium (0.5 g, twice daily). Her symptoms improved gradually. No recurrence of symptoms was noted during 18 months of follow-up. Captured in this complaint: depuy cmw-1 cement: off label use, osteomyelitis, soft tissue necrosis, inflammation, vascular opacification, pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.